Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor was broken. The customer's blood glucose level was 137 mg/dl. The customer reported that they were afraid to use the second one. The sensor will not be returned for analysis.